Manufacturer narrative:
The field service engineer (fse) found plastic of the reagent pack caps in the reagent nozzle. According to the fse, this was caused by adjustments of the reagent nozzle. The fse replaced the reagent nozzle and checked the adjustments and confirmed that the analyzer was in working condition. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for phosphate (inorganic) ver. 2 (phos2) on a cobas 6000 c (501) module. The initial results from the c501 module in question were 0.08 mg/dl and 0.04 mg/dl. The sample was tested on a different c501 module with a result of 3.11 mg/dl. The sample was then repeated on the c501 module in question with a result of 3.2 mg/dl. No questionable results were reported outside of the laboratory. The phos2 reagent lot number is 483585. The expiration date was not provided.